Manufacturer narrative:
A supplemental MDR is being submitted based on medical record review. Update to b7, and h6 (device code), h11 to reflect medical records review. Upon review of medical records, a 26mm sapien 3ultra resilia valve was placed via transfemoral (tf) approach (groin site not provided), rapid pacing initiated and cardiopulmonary bypass pump was turned off during deployment to prevent valve migration, then immediately cardiopulmonary bypass was restarted after valve deployment. The patient was then quickly weaned off pump and was able to maintain a perfusing blood pressure. Aortography and tee demonstrated significant central aortic regurgitation. A post-dilate the valve with the delivery balloon was performed while pacing at 180 bpm and lowering bypass flows down. The central aortic regurgitation was not resolved. The patient did not tolerate the aortic insufficiency (ai) at this point and required re-institution of cardiopulmonary bypass. At this time, a decision was made to deploy an additional 26mm sapien valve as the patient had hemodynamically significant al. The valve was positioned within the first valve and deployed while pacing the heart at 180 bpm and turning off pump flow to prevent valve migration during deployment. After deployment, the pump was immediately restarted and tee imaging performed. This showed a well seated valve with no aortic stenosis and trivial paravalvular leak, but no central aortic regurgitation. After the chest was closed, high blood output was seen. The chest re-opened, inspected and diffuse coagulopathy was noted and demonstrated on lab testing. Blood products were given and an attempt to close the chest. However, the patient remained coagulopathic with high chest tube output despite repeated attempts at hemostasis. The patient transferred to ICU with a temporary sterile chest closure in critical condition. One day post tavr the patient was brought back to the operating room where he underwent mediastinal washout and chest closure. Approximately 29 days post operative, the patient was discharged. The patient was slow to recover with post CABG complications, dysphagia, a-fib, and leukocytosis with cellulitis of left lower extremity and likely pneumonia. No allegation of an ew device caused or contributed to the above post-op complications.

Manufacturer narrative:
Supplemental MDR being submitted based on received voluntary medwatch and completion of the engineering investigation. Update to h6 (component code, type of investigation, investigation findings and investigation conclusions), h10 (related report number) and h11 to reflect the reported voluntary medwatch and results from the engineering investigation. As reported through the hospital by a voluntary report, an edwards tavr valve was inserted and the leaflets failed to open properly. This caused leakage and required the patient to go back on heart lung bypass. A second edwards tavr was implanted (valve-in-valve). A balloon pump also needed to be inserted to stabilize the patient. This occurred at the hospital. Patient has had an extended ICU stay. The patient is still in ICU as of (B)(6) 2025. The reason for two separate voluntary reports is both valves were implanted, and the hospital was unable to tell which device was implanted first and failed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed the deployed thv appears to be in good position and well-expanded, and there is some regurgitation observed on angiogram, but it cannot be determined whether it is central or paravalvular. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Additionally, there are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. The complaints for valve deployed exhibits central regurgitation and valve deployment leaflet motion restricted-in patient were confirmed based on the information available to date. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, it was reported that the patient was on a cardiopulmonary bypass machine during valve deployment. Per proctor review, it is possible that the presence of continuous (and not pulsatile) retrograde flow from the bypass pump may have prevented adequate initial warm up of the cusps and proper function, potentially contributing to restricted leaflet motion and/or regurgitation reported. Due to limited information provided, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, during a transaortic transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the first implanted valve exhibited significant aortic insufficiency (ai), confirmed as central leak. Post-dilation was performed to ensure that all leaflets were coaptating appropriately in the valve, but ai remained. Due to the central leak observed with the first valve, a decision was made to implant a second valve. The valve was positioned correctly (90/10), no central leak and with no positioning issues and no abnormalities were observed in leaflet movement not on echo nor during prep of the valve. The patient was stable and transferred for post management care. The procedure was a hybrid case involving both coronary artery bypass grafting (CABG) and tavr. A bav was not performed prior to valve implant. It was suspected valve defect due to persistent central aortic insufficiency (ai) following deployment, despite the valve appearing normal during preparation and deploying without issue. Per report, although no definitive root cause was identified, there is speculation that pump settings may have influenced valve performance or imaging interpretation

Manufacturer narrative:
The investigation is ongoing.